Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator system had out of range temperature. A field service engineer (fse) troubleshot with helmer support and determined that a certified helmer technician needed to check the refrigerator, as there was a possible leak in the system. The fse confirmed that the helmer technician fixed the refrigerator and replaced the whole coolant system, as the original system was faulty, to resolve the issue. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator unit displayed an outrange temperature. The customer reported that the refrigerator was at maximum temperature of 46 degrees fahrenheit. However, there were no delay or adverse events or injuries reported based on this event.